Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that insulin pump was vibrating and nothing was on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and the pump is vibrating found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test, download the pump using thump, or verify vibrate alarm due to blank display. Pump was cut open to perform visual inspection. No moisture damage or damage on pcba1, the motor, or force sensor noted. Swapped a test pcba 1 and the blank display persist. Swapped a test pcba 2 out and the pump powered up properly. Visual inspection of the pcba 2 reveals cracked u6. Blank display is due to a crack on u6 of the pcba 2 board. A test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Blank display and unable to download are confirmed due to cracked u6 chip on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.